Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presenting via merlin.net for follow up, the right ventricular lead exhibited noise. The sensitivity was reprogrammed. No patient symptoms were noted.